Event description:
Received info stating two cartridges had leaked. The alleged issue did not impact the customer's blood glucose level. Contact no longer has the cartridges.

Manufacturer narrative:
The product is expected to be returned for eval; however, the device has not been received by the MFR. A follow up report will be submitted.